Event description:
It was reported that during the implant, visual inspection revealed what appeared to be a bent helix. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the full lead was returned, analyzed and the helix/lobe was found to be distorted/bent. It was noted that there was blood in/on the helix mechanism and the lead was damaged at implant.